Event description:
The customer stated he was hospitalized for high blood glucose twice in a two and a half week period. The customer stated the blood glucose would not respond to boluses given, but did respond to manual injections. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming was also correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.